Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 7873344. Device history review ==> (B)(4) were manufactured as per specification and all materials met specification. No related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant records received. Ppf alleges elevated metal ions. Liner is polyethylene. Stem was already reported in the first revision. Doi: (B)(6) 2014. Dor: none reported, (right hip). This pc is for the allegations after first revision. Please see (B)(4) for the first revision.